Event description:
Patient having a transcatheter aortic valve replacement (tavr) procedure. Access was obtained through right femoral artery, and a 14 french esheath. Pigtail catheter was placed and a safari wire placed thru it and into the ventricle. From operative report: "we then loaded the commander device on the safari wire. Valve orientation was confirmed. Valve was thinned and passed into the descending thoracic aorta. We then aligned the valve with the balloon. When we were satisfied with this balloon, the valve was advanced over the arch and across the patient's native valve. The pusher was then pulled back. We realigned the valve to assure it was in good position. At this point, the patient was rapidly paced and we began deploying the valve, however balloon migrated distally and the valve only partially deployed with the more ventricular end not being opened and the more distal end being partially opened. The balloon was deflated. We tried to advance balloon, but were unable to do this. We ended up therefore, pulling on the commander device with nose cone and we were able to pull the valve into the ascending aorta and discontinue pacing." Eventually, with much maneuvering and attempts with different sized balloons, the valve was snared and moved into the descending thoracic aorta, and then expanded. A thoracic aortogram showed the valve to be expanded well and no dissections. The surgeons then changed out the 14 french esheath and placed a new one, and proceeded to get another bovine valve and place it appropriately in place in the heart, without difficulty, but with caution when passing thru the previously placed valve. All line and devices were then carefully removed. Patient was extubated and taken to ICU. 2nd physician in the or reported: "during this event it was noted that the balloon inside the crimped balloon expandable valve had migrated more distally and therefore only partially expanded the valve. The proximal that is the ventricular portion of the valve was undeployed and the aortic portion was deployed increasing risk of left ventricular migration which could be catastrophic." Following day, patient awake, alert, and feels well. Hemodynamically and neurologically doing well; stable rhythm. 2nd day post procedure, ambulating hall on room air. Discharged on 5th day post-procedure.